Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule deployed from the delivery device when pulled back on the pharynx. There was a possibility of aspiration at this time which did not happen. No further. Information is available.